Event description:
It was reported that during a lap sigmoid colectomy procedure, the anvil would not stay in place. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.